Event description:
Reportedly, after firing, the anvil disengaged into the cavity. It was removed. Five days post op, a rectoscopy showed poor staple formation. A re op was performed to correct. Procedure: unk.

Manufacturer narrative:
06/06/2007: initial report sent to FDA.